Event description:
It was reported that the customer had issues with the sensor. The sensor needle was not penetrating her skin. She had to manually insert the sensor to get the needle in. The customer received predicted low and then predicted high within minutes. She had to change the sensor early due to this issue. Her blood glucose level went up to 400 mg/dl. The customer received a displayable history check failed on startup, no delivery, and lost sensor alarm. The sensor was bent. The insulin pump was not communicating with the transmitter. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.